Event description:
It was reported that the user replaced a dexcom g6 sensor and transmitter and observed glucose readings on the dexcom app but not on the ilet; the ilet displayed sensor warmup and showed as connected, but the transmitter serial number in the ilet cgm menu did not match, and reconnecting with the correct cgm type and transmitter serial number restored glucose readings. Symptoms included no ilet-displayed glucose data. Outcomes included no alerts or alarms and restoration of cgm data on the ilet after corrective steps. Investigation included agent-led review of cgm connection settings and verification of the transmitter serial number followed by reconfiguration of the cgm type and sensor start on the ilet. Investigation of this case revealed an incorrect transmitter pairing on the ilet leading to loss of displayed cgm data until the correct transmitter serial number and cgm type were entered, after which normal function was observed. It was concluded, based on previously established findings for similar reports, that user setup error related to transmitter pairing was the cause.